Event description:
The customer reported that they had defective reservoirs. They stated that they cannot push air from the reservoir into the insulin vial, but once they pull it out the reservoir can push air through. The customer had bent cannulas because the adhesive was not sticking. The customer was advised about the proper techniques of filling the reservoir with insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.